Event description:
It was reported that the customer had a no delivery alarm a couple of times and replaced the set. Customer stated that she ended up in a coma with diabetic ketoacidosis. Customer was admitted on (B)(6) 2015 and her blood glucose was 1100 mg/dl at the time. Customer was still in the hospital. Customer was also incubated. Customer was on the pump up until she got to the hospital. Customer did not have a tubing clamp available and will be sent one to complete the high pressure test. Customer's current blood glucose was 274 mg/dl. Customer reported feeling bad, vomiting throughout the night. Customer's last blood glucose was 409 mg/dl. Customer treated with a syringe and insulin. Pump passed the functional check test. Customer was advised to call back to complete troubleshooting once she receives the tubing clamp.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.